Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured while putting on implant. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and no further information has been provided.